Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose and dka. The blood glucose reading was high at the time of hospitalization. Caller stated that the customer was very week, barely able to walk and they were unable to control the blood glucose. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked battery tube threads.